Event description:
It was reported that the customer experienced intermittent connectivity between the ilet and a dexcom g6 sensor, during which the customer recorded hypoglycemia with a lowest glucose of 47 mg/dl and treated with approximately 3 ounces of mango juice. Symptoms included low blood glucose. Outcomes included resolution of the low within approximately 15 to 20 minutes without third-party or medical assistance and without adverse effects. Investigation included customer education and troubleshooting with guidance to discontinue ilet use temporarily, replace the g6 sensor, keep the ilet nearby to assess connectivity, and plan a factory reset with the trainer. Investigation of this case revealed that the specific cause of the hypoglycemia and connectivity issue was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.